Event description:
Drive devilbiss healthcare was notified of an incident involving a patient lift sling by the end user's daughter who stated that the blue strap on the sling tore in half causing the end user to fall backwards. The end user broke their collarbone. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.